Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the dual port usb connector needed to be replaced. After replacement, the system passed the system checkout and was found to be fully functional. The dual port usb connector was returned to the manufacturer for analysis. Analysis found damage showing the middle support pushed down. Neither usb port was usable. Analysis found that the reported event was related to a physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported a manufacturer representative on site turned on the system and upon booting the system showed an error message stating, ¿overcurrent port 1/ port 2¿. While troubleshooting with technical services (ts), it was confirmed the emitter, instrument interface, footswitch, and keyboard/mouse (on the rightmost usb port) were plugged into the system. Ts had the manufacturer representative disconnect the emitter and instrument interface without resolve of the issue and now also the ¿grub¿ menu appeared. Ts then had the manufacturer representative disconnect keyboard and mouse and plug into the leftmost (ss) port and was then able to boot up into the "grub" menu. Ts then had the manufacturer representative also start system up and ensure all other peripherals were functional. The system was restarted once more to ensure it did not load grub menu. This issue was noted outside of a procedure, and there was no patient involvement.